Event description:
It was reported that the patient was not able to adjust stimulation. The patient programmer display showed a "call your doctor icon" with the stuck key code. Steps for clearing the error were reviewed and going to be provided to the patient. No patient symptoms or outcome was reported. Approximately one week later, it was reported that impedance measurements were >40,000 ohms on electrodes 2 and 3. A revision was going to be scheduled. No patient symptoms, further troubleshooting, or outcome was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).